Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. On (B)(6), patient crossed legs and developed acute right hip pain. Surgeon performed closed reduction. On (B)(6), patient dislocated when getting up from a table. On (B)(6), patient dislocated again and surgeon performed closed reduction. This event report was received through clinical data collection activities.